Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the plunger clamp was sticking, and the collet was bent at position #4. The fse replaced the plunger clamp and collet. The fse performed splld checking procedure and tested summit with (B)(4) user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).